Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 3 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: d314trm cardiac resynchronization therapy defibrillator (crt-d), implanted: 2013-(B)(6); 429688 implantable pacing lead implanted: 2013-(B)(6); 4087 competitor implantable pacing lead implanted 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.